Manufacturer narrative:
(B)(4). Investigation is still ongoing for this event when investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that pinnacle sometimes changes the density of a roi to 999g/cm3 instead of 1g/cm3 - and then calculates way to many mus.(monitor units).